Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system that there a false negative. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details 1. What result did the customer obtain from the bd product? No growth. 2. What result was the customer expecting to obtain (if different from the obtained result) growth. 3. Was this a qc, validation, or proficiency test? Patient sample. 4. Was patient treatment changed as a consequence of the issue with results? No did the patient suffer any adverse medical consequences as a result of the change in treatment? No. Customer reports pza tube got growth and the instrument flagged it as no growth.

Manufacturer narrative:
H.6. Investigation summary: catalog # 445870, s/n (B)(6): the customer reported a pza tube had growth, but instrument flagged it as no growth. No patient impact was reported. The instrument's log files were obtained and reviewed. It was reported that there were no instrument hardware or temperature errors evident in the log files. The root cause cannot be determined as there was no malfunction of the instrument and as such this is an unconfirmed instrument complaint. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported, however, for this same incident there is an investigation for the reagent on pr (B)(4) which has not been completed. No instrument samples or parts were expected to be returned for this complaint and thus, a returned sample analysis for pr (B)(4) is not required. A return sample was requested for reagent pr (B)(4).

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system that there a false negative. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details 1. What result did the customer obtain from the bd product? No growth. 2. What result was the customer expecting to obtain (if different from the obtained result) growth. 3. Was this a qc, validation, or proficiency test? Patient sample. 4. Was patient treatment changed as a consequence of the issue with results? No did the patient suffer any adverse medical consequences as a result of the change in treatment?no. Customer reports pza tube got growth and the instrument flagged it as no growth.